Manufacturer narrative:
Batch review performed on 25 july 2017. Lot 164515: (B)(4) items manufactured and released on 22 september 2016. Expiration date: 2021-09-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On (B)(6) 2017 the medical affairs director performed a clinical evaluation and commented as follows: stem revision in cementless tha after 5 months. The pre-revision x-rays show a stem that achieved no osseointegration, radiographically loose. The report mentions a very high and early activity level of the patient, which might be a cause; such a thorough detachment of the stem from the bone could also be the result of an acute inflammatory process, although we presume, given the high degree of specialization of the treating center, that causes such as infection have been checked and ruled out. The cause of this revision cannot be determined with certainty with the information at hand.

Event description:
Revision surgery, two months after primary surgery, due to pain and loosening.